Event description:
The customer reported via phone call that they were experiencing inaccurate sensor glucose reading. The current blood glucose reading was 113 mg/dl and the sensor glucose reading was 78 mg/dl. It was also stated that early in the morning the blood glucose reading was 98 mg/dl and the sensor glucose was 65 mg/dl. The customer's current isig value was 19.34 mg/dl. The insulin pump also went into threshold suspend when the customer's blood glucose reading was 91 mg/dl. The threshold suspend limit was set to 65 mg/dl. It was also stated that the sensor was bent. The insulin pump went into threshold suspend the next day when the customer's blood glucose reading was 95 mg/dl and sensor glucose was 70 mg/dl. The customer's fingerstick value was 95 mg/dl and current blood glucose reading was 101 mg/dl. The customer was advised to monitor the insulin pump and sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.